Event description:
I had a brother who was implanted with a cardiac rhythm stimulation device. It started to malfunction and he slumped to near death around 4pm. He died while waiting to get to hospital. He was a department of veterans affairs patient and vietnam era marine. My name (B)(6). Today is 08/02/2023. I'm filing civil action in courts for damages from known damnum. FDA/medical center/manufacturer since 2005 and even now 2023. Damages include exemplary and punitive damages. Thank you very much, (B)(6), complainant. August 2, 2023. (B)(6).